Event description:
Procedure type: lap gastric bypass. Patient: female. According to the reporter: there were no intra-operative complications and the patient was dischargedin 2007. During a visit the following month, a stricture was detected and the patient was dilated one month later, no ppi was administered. No patient injury was reported.

Manufacturer narrative:
Initial report sent; 04/08/2008.